Event description:
On (B)(6) 2011, pt reported she is experiencing leaking at her infusion site with the infusion sets. Pt stated, she uses her abdomen for her site insertion. Pt practices site rotation. Pt reported, she will insert the infusion headset into her body and within 24-38 hours she will notice wetness on her pants after programming a bolus. Pt stated this "leaking" does not occur during her basal delivery. Pt reported due to the leaking, she has experienced an elevated blood glucose level today due to not receiving her insulin. Pt stated her blood glucose reading was 250 mg/dl. Pt's target blood glucose range is 80-120 mg/dl. Pt reported to correct the elevated readings; she will change the infusion site and then bolus appropriately. Pt does not currently have another infusion headset with her. Pt stated this issue has been happening for a while. Pt reported, she originally thought it was due to her insertion site area since she has always used her abdomen for the insertion site. Pt stated, she was unable to determine if the leak was caused by her infusion headset or from her body. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.